Event description:
Nicu (neonatal intensive care unit) staff report: "non-invasive blood pressure function on monitor does not work. The cuff inflates, but does not read. We attempted to use the monitor in bedspace to take a reading and that does not work either. We have done our usual troubleshooting such as changing the boxes, changing the cuffs, and changing the cables. This patient has an arterial line in place, and we are able to monitor his blood pressure that way, however he will soon be without that line and we will have to move him to another bed space in order to monitor his blood pressure. This patient is very critical and moving him will not be an easy task. We have put in work orders on the monitors. This is not an isolated event. Our monitors are very old, and we frequently have issues with monitoring blood pressures." In-house biomed follow up: comments: monitor in bedspace. Blood pressure does not work. Cuff inflates, but does not read. Box changed, cable changed, cuff changed. Does not work. Ran functional bp tests no problems found. Verified proper operation - returned to service.